Manufacturer narrative:
(B)(4). Batch # n5725j. The analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: are you able to confirm if staples fell out in the patient¿s abdomen before or after the attempted firing? There were staples that fell into the abdomen after the product was fired. Dr. (B)(6) removed the staples before closing. What was the shape of the staples (b-form, malformed, goal post/completely open, etc.)? The staples were completely formed and were closed like they had been fired onto the tissue and used. If after: did the device deliver any staples into the patient¿s tissue? Yes. If yes, were the staples formed properly? Yes, they were formed properly. If yes, was the staple line complete? No. Did the device cut? Yes, partially. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? What type of procedure was the device used in? Laparoscopic appendectomy. What color cartridge was being used? We tried a blue cartridge as well as a white cartridge to see if it might have been the staples that was messed up. How was the procedure completed? We removed all loose staples and opened another stapler to finish the procedure.

Event description:
It was reported that during an unknown procedure, when the physician tried to fire the stapler, it would not fire correctly. A few staples came out but fell out in the patient's abdomen. There were no patient consequences. It was not noted how the case was completed.